Event description:
A report was received that stated the pump alarmed "error code 44510". No pt injury or adverse event was reported.

Manufacturer narrative:
The suspect device was received for eval. Review of the device history record confirmed error code 44510. Therefore, the circuit board was replaced. Following repair, the device passed all function and delivery testing.